Event description:
Additional information was received that the device was explanted over five and a half years later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.